Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating fully. It appeared that the pump was moving fluid, but was not fully transferring it to the cylinders, which would only fill to approximately 70 percent. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating fully. It appeared that the pump was moving fluid, but was not fully transferring it to the cylinders, which would only fill to approximately 70 percent. The device was explanted and replaced. No patient complications were reported.